Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire correctly. No other information available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, it fed the remaining clips conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.